Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Evo-b would not deploy, awaiting more detail from (B)(6).

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number: c2194162 involved in this complaint was returned for evaluation, not in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 07 may 2025. On evaluation of the device, the following was observed: visual inspection: red safety tab not returned. Safety wire is returned in place. Directional button is in the neutral position. Red shuttle is at the ponr. Kink noted at approx. 41.5cm from the white tip. (Ruler ipe0504-4, calibration due jan 2035). Functional inspection: handle actuating fine for deployment and recapture. Safety wire removed with no issue. Unable to deploy stent. Handle opened to internally inspect device. All cogs of handle intact. Sheath tube has separated from the shuttle cap. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c2194162. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficult patient anatomy / tight stricture. It is possible that during deployment, a tortuous path caused the delivery system to kink during advancement. This would put the delivery system under a lot of strain preventing the stent from deploying and causing the sheath tube to separate from the shuttle cap. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action / correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: confirmed quantity of 01 x used device. According to the initial reporter, another device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence.

Event description:
A supplemental report is being submitted due to completion of the investigation on 20 may 2025. Additional information received 10 feb 2025. Evo-b would not deploy, stent failed to open, was removed and another stent was placed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal ans. During placement. 2. What endoscope type and channel size was used? Ans. Olympus duodenoscope 4.2mm. 3. What was the position of the elevator? N/a, open, closed ans. Open. 4. Details of the wire guide used (diameter, type, make)? Ans. 035. 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no ans. N/a. 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? N/a, yes, no ans. Yes. 7. Please advise the anatomical location of the intended target site. Ans. Common bile duct. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no ans. N/a. 11. Did the patient require any additional procedures as a result of this event? N/a, yes, no ans. No. 12. What intervention (if any) was required? Ans. Another stent was placed. 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day ans. Same procedure. 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no ans. No. Stricture information: 1. What was the length and diameter of the stricture? Ans. Unknown. 2. Where was the stricture located in the body? Ans. Common bile duct. 3. Was there resistance felt passing wire guide through stricture? N/a, yes, no ans. No. 4. Was there resistance felt passing the evolution through stricture? N/a, yes, no ans. No. 5. Was the stricture dilated before stent placement? N/a yes, no ans. No. Questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? N/a, yes, no ans. Yes. 2. Was resistance felt during insertion into patient? N/a, yes, no ans. No. Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? N/a, deployment, recapture, other ans. Deployment. 3. Was the directional button pressed during use? N/a, yes, no ans. No. 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? N/a, yes, no ans. Yes. 5. Was the yellow marker kept in view during deployment? N/a, yes, no ans. Yes. 6. Are images of the device or procedure available? N/a, yes, no ans. No. Questions related to during introducer withdrawal 1. Are images of the device or procedure available? N/a, yes, no ans. No. 2. Was final stent placement confirmed using endoscopy / fluoroscopy? N/a, yes, no ans. The replacement stent yes. 3. If yes, what was used? Ans. Fluro and endo. 4. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a, yes, no ans. N/a. 5. Was the safety wire fully removed before removing the delivery system? N/a, yes, no ans. N/a. 6. Did any part of the product snag/get caught with the stent when removing the delivery system? N/a, yes, no ans. No.